Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. Additionally, over 21,000j of energy were noted to have passed through this fiber on the rfid tag, confirming the operational capacity of the fiber. The root cause of the complaint as reported was not able to be confirmed, however, it is likely to relate to the state of the customer laser or the re-sterilization conducted on the unit. Dornier will continue to monitor complaints related to this report.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned during usage